Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device history review: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. Device evaluation: the actual device was not returned for evaluation. Based on the photograph provided, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the burr device failed visual inspection due to clear signs of wear and tear. It was observed that based on the photo provided it was clearly visible that the diamond grid was partly missing and the rest of the grid was worn down. It was noted in the service order that during an unknown surgery, it was discovered that the device did not function properly and three of the burr devices were needed to complete the procedure. It was noted that the most probable root cause for the found defect was normal wear over time. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted. Accordingly.